Manufacturer narrative:
The reported complaint of unexpected reset was confirmed. The device was received at backup mode of operation. Final analysis found the device went into backup mode due to a hardware reset error.

Event description:
It was reported that the patient received shock and anti-tachycardia pacing (atp) due to ventricular tachycardia (vt) and presented in the emergency room. It was noted that the implantable cardioverter defibrillator (ICD) was in backup mode and could not be interrogated. The ICD was explanted and replaced on (B)(6) 2025. The patient was in stable condition.